Manufacturer narrative:
The date of incident, weight, age, and date of birth were provided and updated. The powerchair was hit by a car. The accident was not caused by failure of the powerchair. Accident, not a product problem

Event description:
Alleges his powerchair was hit by a car while he was using it a few months ago.

Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges his powerchair was hit by a car while he was using it a few months ago.